Event description:
It was reported that this left ventricular lead exhibited noise due to premature contractions that were oversensed on the left ventricular channel. Due to this, over-pacing was triggered on the right ventricular channel which led to pacing inhibition on the left ventricular channel. Troubleshooting options and further evaluation of the system were discussed. This lead remains in service. No adverse patient effects were reported.